Manufacturer narrative:
(B)(4). Vyaire field service representative went onsite and evaluated the unit. The log file showed ventilator inoperable occurred only once. Unit shows 444 hours. The technician replaced the oxygen sensor cell and calibrated the transducer. The ventilator was tested and the reported issue ventilator inoperable error could not be duplicated. Vyaire technician performed operational verification procedure and the ventilator meets factory specification.

Event description:
The customer reported that the vela unit is ventilator inoperable. As of this time there is no information about patient involvement associated in this reported event.